Manufacturer narrative:
Investigation results summary: device analysis findings: the device was returned for analysis. Visual and microscope inspections revealed that the sheath and imaging window were kinked, and the imaging window was twisted and rippled. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of adverse event related to procedure for the reported catheter kink which can occur during procedural advancement, when friction between the catheter, hemostasis valve, guide catheter and lesion resists movement or can occur from external handling forces on the device. The imaging window twisted on analysis has been assigned a conclusion of failure to follow instructions. The material twisted is evidence of advancing the device into the patient anatomy while rotating. According to the instructions for use (IFU) indications, the motor drive unit shall remain off when inserting the device into the patient.

Event description:
Reportable based on device analysis completed on 30 mar 2026. It was reported that a catheter issue occurred. The opticross 6 hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the ivus catheter was bent. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that the imaging window was twisted and rippled.